Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the cap broke to her onetouch ultrasoft lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began a couple of weeks ago prior to contacting lfs. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. Despite the alleged issue, the patient indicated no action was taken regarding her diabetes regimen. A couple of days later, the patient reported having symptoms of sweats. In response to her symptoms, the patient indicated she contacted her health care professional (hcp) by phone for advice and she was told to treat herself with food/drink. According to the patient, no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the lancing device and the correct lancets were used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.